Event description:
The healthcare professional reported that the complaint coil, a 3mm x 6cm orbit galaxy complex xtrasoft coil (640cx0306 / 30675887) was the second coil used. The physician decided to pull the coil out for re-deployment after trying a coil of another size first. During the attempt to resheath the coil, the introducer failed to be re-zipped. It was reported that the physician used a ¿same like¿ product and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the result of the product analysis completed on (B)(6) 2022, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. Initial reporter name and address: the name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that the complaint coil, a 3mm x 6cm orbit galaxy complex xtrasoft coil (640cx0306 / 30675887) was the second coil used. The physician decided to pull the coil out for re-deployment after trying a coil of another size first. During the attempt to resheath the coil, the introducer failed to be re-zipped. It was reported that the physician used a ¿same like¿ product and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 3mm x 6cm orbit galaxy complex xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the hypotube has to kinked sections. The first at 26 inch and the second at 38 inch. These were measured from the proximal end of the device. Microscopic inspection was performed. Under magnification, it was noted that the embolic coil was in stretched condition inside the introducer; it was also noted that the embolic coil was still attached to the rest of the device. The damages found on the hypo-tube prevented it from being re-zipped during the functional test and could be related to the issue reported since this damage prevented the zipper from advancing past the kink present on the hypo-tube. The customer complaint was confirmed based on this finding. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported in the complaint and is not related to the reported issue. With the limited information available, the root cause of the coil stretching remains unknown. It is possible that continuous flush had not been done, without an adequate flush, issue such as resistance between the coil and the introducer can arise, which may cause some force to be inadvertently exerted on the device, which can result in the coil becoming stretched. However, this cannot be conclusively determined. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30675887) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.